Event description:
The device was returned to the svc ctr with a report from the customer contact that the device displayed n251 (valve/class test fail) at start up. This does not indicate a reportable malfunction. However, during verification testing at the svc ctr, the device was received with a missing regulator closer, regulator opener, and regulator opener shaft.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospital personnel.